Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise cables and the ise pc boards to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous high patient results for the ise (ion selective electrode) on the au680 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.